Event description:
N/a.

Manufacturer narrative:
The distributor's engineer replaced the power management board (0670-00-1162) and cart bulk power supply (0014-00-0258). The unit met all functional and safety checks per factory specifications upon completion of the service. Investigation of part number: 0670-00-1162_h serial number: (B)(6) was performed by technician of the maquet national repair center (nrc). Upon inspection of 0670-00-1162_h, serial number: (B)(6), power management board, there was no unusual markings, all components looked fine, there was no evidence of any burning. Installed board part number: 0670-00-1162_h serial number: (B)(6), into cardiosave test fixture. Tested the board to factory specifications per cardiosave service manual and procedure. Verified the reported failure. The cardiosave powers up immediately upon power being applied without pressing the on/off power button. The nrc is set the board to the supplier for failure analysis per procedure. Investigation of part number: 0014-00-0258_g serial number: (B)(6) was performed by technician of the maquet national repair center (nrc). Upon inspection of the 0014-00-0258_g, serial number: (B)(6), cart bulk power supply, there was no unusual markings, all components looked fine, there was no evidence of any burning. Installed cart bulk power supply: 0014-00-0258_g, serial number: (B)(6), into cardiosave test fixture. Tested the cart bulk power supply to factory specifications per cardiosave service manual. The cart bulk power supply performed as expected. No issues were found. The failure was not verified. The cart bulk power supply was then operated for 24 hours in the cardiosave test fixture; the power supply charged batteries and supplied proper power to the cardiosave as the cardiosave was balloon pumping during this time. The failure was not verified; the cart bulk power supply performed as expected. No issues were found. Retaining the board in the national repair center per procedure. Investigation of pcb,power management part number 0670-00-1162 serial number (B)(6) was performed by technician of the maquet national repair center (nrc) after receiving the part from the supplier. The supplier verified the failure of after the machine turns off, it automatically turns back on, and found q33, q35 shorted. The supplier also found that component ic 48 pin 8 had a lifted pad. Retaining the board in the nrc per procedure number. The potential root cause for the power management board has been determined to be a design issue. Q33, q35 components may become damaged due to the design of the board. H3 other text : evaluation not requested by complaintant.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during the installation process, the cardiosave intra-aortic balloon pump (iabp) had a burning odor and smoke was detected coming from inside the iabp. This occurred when the engineer connected the unit into the ac power in an attempt for charging the new batteries that were installed. The engineer immediately turned off the unit. Subsequently, the iabp will automatically turn on but a beeping sound will not let the unit set into, normal system interface. The engineer stated that trying to press the power button had no effect. There was no patient involvement, and no adverse event reported.